Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) by phone and informed them of the event. Tac guided the customer through several troubleshooting steps. The customer was first advised to press the menu button to open the peripheral settings, where the peripheral 1 in digital filing system section was already showing the type as option. Next, using the video system center keyboard, the customer was instructed to press the menu button again to access the basic setup options and verify whether the data fiber device was set to on. The customer confirmed that the data fiber device was already enabled. The customer was then advised to go to the user settings and click yes to call up the settings. However, the same error continued to appear. To rule out a cable issue, the customer was instructed to replace the df cable, but the error still persisted after the cable change. Finally, the customer was advised to contact provation to ensure that the communication port was configured correctly.

Event description:
It was reported that the xenon light source had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported failure was confirmed through information provided by technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that the problem is caused by another device. The customer contacted olympus technical assistance support (tac). Technical assistance center (tac) provided remote troubleshooting and found there is no problem on olympus end, tac recommended the customer to contact provation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.